Event description:
During the atrial flutter ablation procedure, due to an issue where no ECG or egm signals appeared on the system and a surface electrode impedance error message appeared, the procedure was cancelled. The system was rebooted and multiple troubleshooting efforts were conducted to no avail. There was no patient consequences.

Event description:
During the atrial flutter ablation procedure, due to an issue where no ECG or egm signals appeared on the system and a surface electrode impedance error message appeared, the procedure was cancelled. The system was rebooted and multiple troubleshooting efforts were conducted to no avail. There was no patient consequences.

Manufacturer narrative:
One ensitex surfacelink (surflink) module was received for evaluation. The module was recognized upon connecting to a test station. ECG was then displayed using an ECG stimulator into tracker software and all ECG signals were displayed one at a time with the scope in both sinusoidal and bio rhythmic displays. It was noted during testing, per design if the signals are grounded to rl then no signals can be displayed. The reported symptom was not able to be duplicated. Evaluation testing was successful. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified. Based on the investigation and information provided to abbott, the reported event was not confirmed, and the root cause remains undetermined.